Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a sponge stick. The customer reports during a vaginal prep, the sponge detached from the stick and was retained in the vagina and had to be removed with an instrument clamp. Per the customer there was no pt injury.

Manufacturer narrative:
Submit date: 11/07/2013. An investigation is currently underway. Upon completion, the results will be forwarded.